Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate pressure tests and showed the device was out of specification for all three tests. The investigation determined that the downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed a high pressure test at 47 pounds per square inch (psi). It was reported that there was no patient involvement. No adverse effects were reported.